Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding revision due to loosening of a trident shell was reported. The revision was confirmed, however the reported loosening could not be confirmed without additional clinical records. Method and results: device evaluation and results: inspection of the returned device was unremarkable and did not provide any insight into the root cause. Material analysis found no evidence of material or manufacturing defects on the surfaces examined. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot conclusions: the reported revision is confirmed by return of the subject acetabular shell. The indication for revision cannot be confirmed with patient medical records. The root cause of the reported loosening could not be determined due to the minimal clinical information received.

Event description:
Surgeon revised a loose acetabular shell that was originally implanted in 2006.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon revised a loose acetabular shell that was originally implanted in 2006.